Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2017, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. When the physician deployed the trunk of the endoprosthesis, the proximal end of the endoprosthesis would not open. The physician turned the constraining dial and reopened the endoprosthesis, but the proximal end was not opened. The constraining mechanism was then removed, and the proximal end was not still opened. The physician elected to deploy the contralateral leg and the ipsilateral leg. After that, a balloon catheter was advanced to the proximal end of the endoprosthesis through the contralateral leg. The balloon was inflated, and the proximal end was finally opened. The endoprosthesis was shifted distally during the ballooning, so an aortic extender component was additionally implanted. The procedure was concluded without any adverse events, and the patient tolerated the procedure.